Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered up to a "pace/defib fault" message and the device was unable to charge. There was no pt involvement during the reported malfunction.